Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator made the family aware of the pump's end of life status and sent the patient home. The patient was not a candidate for an exchange as determined by medical personnel.

Manufacturer narrative:
The patient expired and the device was explanted. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.